Event description:
It was reported that during the facility inventory, the purchasing department found an rx acculink with a kink at the proximal shaft. The device was reportedly not used in the anatomy, however, no details are available as the procedure was performed in 2008 (day and month are unk). Device eval revealed a hypotube shaft separation; blood on the handle.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood on the handle and no saline visible, consistent with handling of the device. Analysis noted that the stent was located between the marker bands, the distal sheath was not retracted, and the slider was in the distal position on the handle, consistent with the reported info that the stent was not deployed. A bend was noted 2 cm proximal to the exit port. This bend was not originally reported and is likely from handling during packaging/shipment back to abbott vascular for analysis. Kinks can be the result of, but are not limited to, manufacturing, handling during transport, handling during removal from packaging, and/or handling during preparation from use. Analysis of the returned product did not confirm the reported kink; however, the hypotube was separated 6.2 cm proximal to the guide wire exit port. The fracture faces were oval as if kinked prior to separation. The outer member was torn at the same location, hanging by a thread. The tear was noted to be jagged. As the reported kink was not noted during original unpackaging of the device; it is possible that the kink is a result of handling during preparation for use. Additionally, as the noted separation was not originally reported, it is likely that as the device handled during packaging/shipment back to abbott vascular for analysis, the device separated at the kink. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Although a conclusive cause for the reported kink cannot be determined, the noted bend and separation appear to be related to handling and there is no indication of a product quality deficiency. All stent delivery systems are 100% inspected for kinks during the manufacturing process.